Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument was fractured; the remainder of the tip appeared to be damaged. Hardness testing and material composition testing determined that the instrument may have been manufactured out of the incorrect material and did not meet specification. The manufacturing records were reviewed and found one dmrr. The instruments were manufactured by a vendor. All instruments were subsequently returned to vendor to be reworked. Currently there is an open scar issued to the supplier related to this complaint. The probable underlying root cause for the damage is incorrect manufacturing of this driver. All other drivers of this lot that were tested were found to conform with dimensional, functional, and material specs.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 6 mdrs filed for the same event (also see 0002242816-2013-00059/00064).

Event description:
It was reported that the system instruments broke during screw removal. Event resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.